Manufacturer narrative:
H6 - medical device problem code 2017: use after damage. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported during the preparation of a nc trek neo balloon using a 20/30 indeflator ppak w/copilot, air was noted to go into the indeflator when negative pressure was applied. The same indeflator was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Visual inspection and functional testing were performed on the returned device. The reported leak was confirmed. Device history record (DHR) and corrective and preventive actions (CAPA) reviews were performed and revealed an indication of a product quality issue. Additionally, a review of the complaint handling database identified similar incidents from this lot. The investigation determined the reported difficulties appear to be a potential product quality issue. It was reported that air was noted to go into the indeflator when negative pressure was applied. The same indeflator was used to complete the procedure. It should be noted that the product instructions for use (IFU) states: ¿inspect all product prior to use. Do not use if the package is open or damaged, or if product is damaged.¿ in this case, using the indeflator after noting the air did not cause or contribute to the reported difficulties. On oct 24th 2024, abbott vascular determined that a field action was required for specific lots of ppak 20/30 w/copilot product. The product associated with this complaint is from the impacted population. This action is being taken due to an increased potential for a leak in the indeflator under pressure or vacuum due to a gap in the hose snap fitting and o-rings from a specific supplier.